Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The tip-up fenestrated grasper instrument was analyzed and found to have one blade broken at the midpoint. A piece measuring approximately 0.3775 x 0.1870 was found to be broken off. The broken piece was not returned. Additional information found unrelated to the reported complaint included: the instrument was found to have one blade bent at the midpoint. Bent point was located approximately 0.0920 from the tip of the blade. The blades were not able to fully close as a result of the bending. Cut performance was negatively impacted due to the bending. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper instrument was broken. There was no report of patient involvement.